Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/15/2016 with the following findings: on investigation, the returned battery cap was not able to be properly attached to the pump. The pump failed to power on for investigation; the battery compartment was noted to be cracked and there was evidence of moisture contamination inside the battery compartment and on the underside of the returned battery cap. Leak testing revealed a leak at the crack in the battery compartment. The pump was opened for investigation; there was no moisture inside the pump. Investigation confirmed the allegation of moisture; however, battery life could not be investigated due to the pump failing to power on as a result of the moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.